Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with a failure code 808:02 channel c, which interrupted delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 6.63.92.

Manufacturer narrative:
(B)(4). Upon further review, it was determined this report is a duplicate. Please refer to manufacturer report number 6000001-2011-38900 for all further reporting.